Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a anterior capsular tear during laser assisted cataract surgery followed by a leaking incision requiring a suture. The laser treatment went well, while positioning the intraocular lens an anterior capsular tear was noted between twelve and two o'clock. The surgeon is not sure when the tear occurred, he reports he may have nicked it with the phaco tip, however a fellow surgeon observing noted a residual tag that he felt was caught by the phaco. Upon completing the surgery the incision was leaking and sealed with a suture. Additional information has been requested.

Manufacturer narrative:
Based on manufacturing review, the product met specifications at the time of release. The root cause of the reported event could not be determined. (B)(4).